Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited pacing impedance measurement high out of range on the right ventricular (rv) lead. It was noted that the rv lead was not a boston scientific product. Technical services (ts) reviewed and provided troubleshooting options. This device remains in service. No adverse patient effects were reported.